Manufacturer narrative:
Further investigation was performed on the thermogard console (s/n (B)(6)) at zoll san jose service depot. During visual inspection of the returned thermogard console, it was observed that the top cover deck was cracked, unrelated to the reported complaint. The root cause of the observed physical damage was attributed to user mishandling. The top cover deck assembly was replaced to address the issue. Event logs were further reviewed at zoll san jose, and a tcmid:05 (coolant diff failure) was noted to have occurred on (B)(6) 2021, unrelated to the reported complaint. The error message was not reproduced during testing. Functional testing failed because the system failed to prime after the thermogard console was powered on; thus, confirming the reported complaint. The prime switch was pressed, but the pump rotor did not turn. Troubleshooting the problem determined that the root cause of both the reported complaint and the tcmid:05 error, which was observed in the log files, was due to the defective input/output printed circuit board (I/o board) as a result of a defective component. The I/o board was replaced to remedy the faults. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for thermogard console with serial number (B)(6).

Manufacturer narrative:
Zoll field service personnel performed a preliminary investigation for thermogard xp ivtm system (s/n (B)(4)) at the customer's site. The reported complaint of "the prime switch of the thermogard console functioned intermittently and when the prime switch was pressed, the console would not go into the prime mode" was confirmed during the preliminary functional testing. Further investigation needs to be performed at zoll (B)(4) service depot to identify the root cause of the reported complaint. During the visual inspection performed at the customer's site, no physical damage was observed on the ivtm thermogard console. The event log review showed no significant discrepancies. During initial functional testing performed at the customer's site, after the thermogard console was powered on, the system failed to prime; thus, confirming the reported complaint. The prime switch was pressed for 30 seconds, but the pump rotor did not turn. The rj45 cable, which connects the prime switch to the input/output printed circuit board (I/o board), was connected to a new prime switch to investigate the problem. However, once again the thermogard system failed to prime. To further troubleshoot the problem, the rj45 cable that connects the pump raceway to the I/o board was connected to a new pump raceway, but the issue persisted. The root cause of the reported complaint could not be identified during the preliminary investigation. Zoll (B)(4) has not yet received the thermogard xp ivtm system (s/n (B)(4)) for further investigation. A follow-up report will be submitted when an in-depth device evaluation has been completed by zoll (B)(4).

Event description:
During setup, it was noted the prime switch of the thermogard xp ivtm system (s/n (B)(4)) functioned intermittently. When the prime switch was pressed, sometimes the console would not go into the prime mode, and the pump rotor would not turn. No patient involvement.